Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter migrated and struts bent. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter migrated and struts bent. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years and seven months post filter deployment, patient presented with abdominal pain. Subsequent, abdomen scan revealed the filter was seen in the mid lumbar region. Some of the filter struts appeared bent. It was reported that the filter migrated. Approximately one month later, patient reported that the filter had been protruded from stomach. Therefore, the investigation is confirmed for filter migration. However, the investigation is inconclusive for material deformation as the medical record states ¿some of the filter struts appeared bent¿. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc) as the medical records states "patient reported that the filter had been protruded from stomach". Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.